Manufacturer narrative:
D4 expiration date ¿ added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported "during embolization of an internal carotid artery (ica) aneurysm with a flow-diverting stent after assembling the system with a catalyst 7 distal access catheter, it was observed when advancing the excelsior xt-27 microcatheter that the catalyst 7 had its proximal portion fractured, exposing the internal durometer of the device. Upon removing the distal access with the microcatheter, it was observed that the distal access appeared dry and had broken slightly more near to the hub". Additional information indicated no anomalies were noted on the device after removal from the packaging or before preparation and continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was described as moderately tortuous. A ksaw sheath, excelsior xt-27 microcatheter, and 0.014x215 synchro standard micro guidewire were used during the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during procedure, when advancing the microcatheter, the subject catheter proximal portion was fractured by exposing the internal diameter of the subject catheter. Upon removing the subject catheter with the microcatheter, it was observed that subject catheter appeared dry and near to the subject catheter hub was found to be broken slightly. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during procedure, when advancing the microcatheter, the subject catheter proximal portion was fractured by exposing the internal diameter of the subject catheter. Upon removing the subject catheter with the microcatheter, it was observed that subject catheter appeared dry and near to the subject catheter hub was found to be broken slightly. No clinical consequences were reported to the patient due to this event.